Event description:
The user intermittently received questionable low total protein urine/csf generation 3 (tpuc) and urine creatinine jaffe generation 2 results since (B)(6) 2010. The user did not provided specific patient data until (B)(6) 2010. Of the data provided, the tpuc results for one patient sample were discrepant. The initial result was <4 mg/dl and upon repeat, the result was 78 mg/dl. The user stated the patient was not harmed. The result of 78 mg/dl was believed to be the correct result and was reported outside the laboratory. The tpuc reagent lot number was not provided. The field service representative determined there was a problem with the sample probe. He cleaned and manually flushed the probe. To verify the analyzer operation, the tech calibrated and ran quality control for the affected assays with results within specification. The field application specialist reviewed and updated the special wash set up for tpuc by updating the detergent type to water. It was originally incorrectly set up to multiclean. To verify the analyzer operation, he ran samples with appropriate results.